Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that health care provider (hcp) was notified and patient did not remember the date but it was in 2015. The patient tried all programs that were available. The patient stated that the hcp said it was better to just leave the battery in her body and that sometime it could start working for her again. The patient stated that they are nights she only gets up to void 2-3-4 times not every hour. Some nights she felt the program was working. The patient could feel the vibration. The patient stated that she knows if she lies down on their left side (rest) during the day hours, she could up less during the night.

Event description:
It was reported that patient was one of the people it did not work on. Patient has experienced a loss or change of therapy. Interstim never worked to help her symptoms. The patient stated it only worked for 3 months, she went back, she tried again, she kept trying different settings then the hcp told her she must be one of those it did not help. The patient stated she still gets up 7-8 times every night. The patient stated once in a while she only has to get up a few times, then "bingo" she was back to 7-8 times per night. The patient indicated she did not want help to continue trying to use interstim. The patient stated she could feel stim from her interstim, when she turns her boston scientific (bs) pain stimulator real low. Additional information has been requested regarding what steps were taken to resolve lack of therapy but it was not available at the time of this report . If additional information is received a follow-up report will be submitted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.